Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that flex vision monitor was defective. Fse checked the cables and the tx/rx modules, fse swapped video convertors but problem didn't move to other side of monitor. Fse replaced the flex vision monitor and video connector on back of flex monitor. After which, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that half of the flexvision screen was blank. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that flexvision monitor was defective. The flexvision monitor has been replaced and the system was returned to use in good working order.